Event description:
A malfunction was reported when a pump started, charged, and was recognized by the computer, but immediately displayed a malfunction code, preventing access to the pump. There was no information available about the blood glucose level impact. The device was scheduled to be returned by the distributor, and a replacement pump was provided.